Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04784 and 2134265-2013-04783. It was reported that during intravascular ultrasound (ivus) procedure, ilab motor drive unit (mdu) automatic pullback failed. The 75 % stenosed target lesion was located at the moderately tortuous and mildly calcified left anterior descending (lad) coronary artery. Vascular access was obtained through the femoral artery. Ivus was performed to visualize the lesion, during the procedure it was noted that the ilab mdu was not performing automatic pullback and thus resorted to manual pullback twice. No complications reported and patient's condition is good.